Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. As received, the trunk cable connector was found to be glued into the monitor receptacle. The root cause for the damaged electrode belt trunk cable connector was physical abuse. No adverse event had resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient stated that electrode belt sn (B)(4) could not be removed from the belt receptacle of a monitor.